Event description:
Caller reported experiencing alarm 2 followed by alarm 26. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing only the cartridge and resuming insulin.